Event description:
On 05/29/2026, fujifilm healthcare americas corporation became aware of an event involving sys/mr/oasis open+vertex ii. The customer reported that another patient complained of heating and an electrical shock feeling in her right hand after running the scanogram. The patient #3 completed both studies, lumbar then head. The patient #3 did not seek any additional medical attention. Fuji engineer has completed the transmitter testing and temperature testing. On 06/26/2026, fujifilm healthcare americas corporation determined not to submit an importer MDR since the patient #3 completed both studies. Due to the complaint of heating and an electrical shock feeling in patient's right hand, fujifilm healthcare americas corporation has determined on 07/01/2026 to submit an importer MDR of this event in an abundance of caution. Related: patient 1 - 1000513161-2026-00012. Patient 2 - 1000513161-2026-00013. Ref: fujifilm healthcare americas corporation complaint # (B)(4).